Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the connector of the angled connector cracked. No negative impact to the patient". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were crack marks found on the 22m swivel connector. One representative sample was retrieved from current production at the manufacturing facility for simulation purposes. The sample was tested using a leak tester and applied with excessive force and pressure during the insertion of sample into the leak tester. A crack mark is present when there is excessive force exerted onto the inner part of 22m swivel connector. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint was confirmed. It was found that the failure could be replicated when there is excessive force exerted onto the inner part of 22m swivel connector. Due to an increasing trend in complaints for this issue a non-conformance was opened to further investigate.

Event description:
It was reported that "the connector of the angled connector cracked. No negative impact to the patient". No patient injury or harm reported. Patient condition reported as "fine".